Event description:
It was reported ,that this implantable cardioverter defibrillator (ICD) patient received inappropriate anti-antitachycardia pacing (atp), due to supraventricular tachycardia (svt). Boston scientific technical services (ts) reviewed, the electrogram (egm) and indicated, there were a few high amplitude ectopy beats. Which resulted in undersensing of the next ventricular beat as it was below the decay of the automatic gain control (agc) scale. In addition, noise was exhibited on the shock channel. Ts discussed troubleshooting and reprogramming options. This ico and rv lead remains in service. No adverse patient effects were reported. Additional information confirm, the device was reprogrammed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).